Event description:
It was reported that bd unknown extension set near port could not be flushed. The following information was provided by the initial reporter: ext¿s near port or power t port is acting as if it is occluded. The side tubing flushes just fine.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.